Manufacturer narrative:
Device was initially received for the complaint that the patient was experiencing a battery error, stating that the pump had been charging overnight but continued to display the error message. During investigation found the found damaged(detach) dso seal. This malfunction makes the event reportable. Review of event log/alarm history found that there was no information related to the complaint. There was no 12-month service history reported. The visual and functional testing weas performed. During visual inspection found the found damaged(detach) dso seal and it was replaced. The root cause of the issue was unknown. After the repair the device must pass all functional tests.

Event description:
It was reported that the patient was experiencing a battery error, stating that the pump had been charging overnight but continued to display the error message. During investigation found the found damaged (detach) dso seal. This malfunction makes the event reportable. There was no reported patient involvement.